Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the arterial roller pump displayed a 'service pump' message. As a result, an alternate device was employed. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) did not observe a 'service pump' message. The roller pump functioned as intended for 72:13:00 hours and 398,800 rotations.

Manufacturer narrative:
The reported complaint was not confirmed. Per the manufacturer's repair center, the unit will be returned unrepaired since purchase order (po) was not received for repairs. Per data log review: the large roller pump log on (B)(6) 2021: 13:32:55 started; 13:41:56 stopped; 13:42:10 started; 13:42:11 stopped; 13:42:12 started; 13:42:41 stopped; 13:42:36 lid opened; 13:43:02 lid closed. There were three times the pump stopped. The events are consistent with the user stopping the pump. It is possible the pump detected backward movement while running forward. This would only be logged as a pump stopped, but a 'service pump' message would be displayed on the pump, and the pump would stop. There is no way to tell from the log if this happened. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.